Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, 90% stenosed, mid left anterior descending (lad) artery the lesion was crossed with the 2.0 x 15 mm mini-trek balloon dilatation catheter (bdc). During the attempt to dilatate the lesion the balloon could not be inflated to nominal balloon pressure or higher. The bdc was removed from the anatomy without reported issue. A 2.0 x 25 mm non-abbott bdc was used in the procedure. A stent was placed and the procedure was completed without reported issue. Outside the anatomy the bdc was examined/tested and the device could not be inflated. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation difficulty was confirmed on the returned device and most likely was due to an interaction with the heavily calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.